Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) trainer had no diastolic augmentation waveform issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. This is a non-reportable complaint with a classification of "other", making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.

Manufacturer narrative:
At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us. Device not returned to manufacturer

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) trainer had no diastolic augmentation waveform issue. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate and found a defective blue cable. The fse stated that due to trainer being an old model the parts are no longer available. The pcb and all connectors were upgraded. The fse replaced the cable and trainer. The iabp resumed proper operation and was returned to the customer for simulator use.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) trainer had no diastolic augmentation waveform issue. There was no patient involvement, and no adverse event reported.